Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the cmos and ups batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the mobile viewing station (mvs) would not boot up. It was noted that the cmos and uninterrupted power supply (ups) batteries were replaced, and the database was corrupted, so it had to be reloaded. No patient involvement was reported.